Event description:
It was reported that leakage occurred between the lure connecter of the side injection tube and the infusion line. The infusion line was re-connected to the luer connector of main injection tube at y-site. After re-connected the line, the infusion could be completed without leaking. There was no reported patient injury.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau0707 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage occurred between the lure connecter of the side injection tube and the infusion line. The infusion line was re-connected to the luer connector of main injection tube at y-site. After re-connected the line, the infusion could be completed without leaking. There was no reported patient injury.